Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm micl12.6, -14.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a small container (thermo scientific). Visual inspection found the lens haptic torn. (B)(4).